Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dual port feeding adapter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. During the functional evaluation, an in-house syringe was connected to both ports and was patent to infusion and aspiration without any issue. However, the investigation is inconclusive for the reported blocked connection issue as only the dual port feeding adaptor was returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 02/2022), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post catheter implant, the feeding adapter allegedly had difficulty connecting with the enteral nutrition. The device was reported to be explanted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that post catheter implant, the feeding adapter allegedly had difficulty connecting with the enteral nutrition. The device was reported to be explanted. There was no reported patient injury.